Manufacturer narrative:
The reported event of over sensing was confirmed. Device image was reviewed by tech services, and oversensing was confirmed. The device behaved as programmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported prior to gen change that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). The device was explanted and successfully replaced. The patient was stable and asymptomatic.